Event description:
A device report from (B)(6) indicates a hospital in the (B)(6) reported: pt implanted with click-x construct reported on an unk date there was a loosening of the implants on an unk date. Pt was returned for medical surgical intervention on an unk date. Additional information has been requested. This is two of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.